Manufacturer narrative:
G4: 16dec2019. B4: (B)(6). The service technician replaced the power switch overlay to address the reported issue. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10jan2020. B4: 31jan2020. The customer reported that it was male patient who was involved. There was no other information provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 29jun2020. B4: 06jul2020. Failure analysis on the returned front bezel shows that the front bezel (membrane/overlay, power, non-english) was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27nov2019.

Event description:
The customer reported a ventilator with a light emitting diode failure alarm. This issue was reported to have occurred during clinical use. There was no allegation of harm associated with this event.